Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. It was reported that the sidewall door switch was adjusted, the gantry was re-homed with resolution. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door of the imaging system would close but the pendant would display that the door was open. It was noted that re-homing the system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Updated patient information as provided by site.